Manufacturer narrative:
No unexpected screen, keypad, or prime/fill anomalies noted during testing. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and self-test tests. The esc button on the device had intermittent response due to moisture damage on the keypad traces. The device had cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump was receiving erroneous reading and customer is not wearing the sensor. Customer was assisted with rewinding the device and priming. When customer went to reservoir plus set, the bolus prompt appeared on the screen. Customer's blood glucose was 320 mg/dl. Bolus menu appear each time the customer selects something else on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.